Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarm was not reproduced during testing of the returned controller. The downloaded log file contained approximately 11 days of relevant data (B)(6) 2021 per the timestamp). The log file captured a controller fault alarm associated with a controller boost over voltage fault on (B)(6) 2021 from 07:02:45 until the controller was put into sleep mode (captured at 09:43:28). The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Further evaluation of the returned controller did not reveal any issues that would have resulted in the reported controller fault alarm. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19jan2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including controller internal fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿patient care and management¿ explains that strong static discharges should be avoided. Heartmate 3 patient handbook section 1 ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller had a yellow wrench alarm with "contact hospital" in the display, resulting in switching the primary controller to the backup at the hospital ambulatory room. The alarms were resolved after controller exchange.